Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. A patient reported they have not been able to test since last week. Their meter allegedly had no power. The result on their meter: results unknown. No comparison. Treatment was: called doctor and was told to drink juice and have a snack. No further information has been reported.